Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the quality technician reported that the rear cover was damaged. Since the event occurred during routine testing, there as no patient involvement during this event.